Manufacturer narrative:
The field service engineer determined there was leakage occurring between the electrodes. The acrylic blocks were cleaned and the electrodes were replaced. The tension was adjusted on the electrode block and maintenance was performed on the ise system. The customer ran calibration and controls; these were successful. The provided calibration data did not indicate an issue. The sample centrifugation time was too short. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that the night shift had problems with low control recovery for ise indirect na for gen.2 on the cobas 6000 c (501) module. Calibration and controls were repeated in order to get the controls to go back within range. The day shift then noticed several patient results were being flagged for delta checks in their middleware system, so samples were pulled for repeat testing. After repeating the samples, the reporter stated they received discrepant na results for two patient samples. The initial incorrect values from these samples were reported outside of the laboratory. The samples were repeated on the same analyzer and also were repeated on a second analyzer. The repeat results were believed to be correct. The first patient sample initially resulted with an na value of 130 mmol/l. The sample was repeated on the same analyzer, resulting with a value of 137 mmol/l. The sample was repeated on a second analyzer, resulting with a value of 137 mmol/l. The second patient sample, from a(B)(6) year old male patient weighing (B)(6) lbs., initially resulted with an na value of 131 mmol/l. The sample was repeated on the same analyzer, resulting with a value of 138 mmol/l. The sample was repeated on a second analyzer, resulting with a value of 136 mmol/l. The na electrode lot number was o49. The electrode expiration date was requested, but not provided.